Event description:
Screws were used to stabilize l4 + 5. Rptr was 28 yers old. She knows if she had not been frightened into the surgery, her back would have healed without screws. She has had problems ever since.